Event description:
A malfunction was reported involving a pump that displayed malfunction code 16, which was not resettable. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the defective pump, and the customer was instructed to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery. The warranty status of the pump was confirmed, and instructions were provided for putting the pump into storage mode and returning it with a pre-paid label, which the customer understood and acknowledged.